Manufacturer narrative:
(B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015, a medtronic representative, following-up with the surgeon reported that the surgeon was not in the habit of checking accuracy throughout the procedure. The surgeon would put in the awl tap, drive it in a little way and if he did not like the trajectory, would move the tap around until the on-screen trajectory looked better. At the time of the procedure, the medtronic representative advised the surgeon that this technique was likely moving the vertebral body, instead of changing the trajectory of the tap in relation to the vertebral body, however, the surgeon proceeded. Also noted was that the site neuro coordinator had originally reported that navigation was inaccurate and post-op image showed normal screw placement, however, the medtronic representative found that the surgeon did navigate screw placement but post-op images show that 3 of 4 screws were deflected (likely as a result of technique described). The surgeon pulled the deflected screws out and re-seated them. (B)(4) 2015, a medtronic representative, following-up at the site, reported the navigation system has been used in successfully navigated cranial procedures subsequent to this reported event.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative, neuro coordinator, reported that, while in a spine procedure, the surgeon alleged an inaccuracy when navigating off a navigated imaging system spin. In trouble-shooting, they re-spun the patient with no improvement. The surgeon opted to discontinue the use of navigation and continued the procedure by placing the screws manually. A final confirmation spin was taken to confirm the screws were placed normally. There was minimal delay in the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Contrary to what was initially reported, the field rep said that the surgeon does check accuracy. However, the surgeon will drop a tap, then if he doesn't like the trajectory he will rotate the tap and navlock which will bring the vertebra with it. With this technique the instrument is driven into bone and then when a better trajectory is attempted, the bone moves with the instrument instead of just the instrument, while the patient reference frame stayed the same (which could effect the perception of where the screw is going). The rep was in the surgery, but could not directly see the wound, so the above hypothesis cannot be proven. He's spoken to the surgeon about the risks of using this technique. System is functioning normally. Software investigation completed. Based on the information above the software engineer concluded the surgeon used a technique that moved the anatomy in relation to the reference frame. Software functioning as designed.